Event description:
It was reported that the handpiece continued to run on its own prior to the start of a procedure. There was no patient involvement reported. There were no reports of any adverse consequences due to this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device running on its own was duplicated. Based on the investigation details, the likely cause was problems with the motor and bottom bearing. Service will repair and return the device to the customer.